Manufacturer narrative:
Results: investigation summary: DHR review was performed on the following lot number: 7082957 per review of the DHR it was concluded that all required challenges samples and testing was performed per specifications s-au33, s-au34, s-au35 and s-au36, in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Visual analysis: observations and testing: observations and testing could not be performed because units were not received for investigation. Investigation samples(s) meet manufacturing specifications: unknown; (units were not received for evaluation and testing). Investigation conclusion: conclusions: the defect of needle retraction failure, as stated in the subject of the pir could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Without a unit for evaluation; there was no physical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir. Bd was unable to confirm the customer¿s experience because units were not returned for evaluation and testing. Root cause description: relationship of device to the reported incident: indeterminate. Without a sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. Rationale: corrective action project / CAPA (#): a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a quarterly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that while using a 24 g x .75 in. Bd insyte¿ autoguard¿ shielded IV catheter, the needle failed to retract. There was no report of injury or medical intervention.